Event description:
It was reported that a solution bag disconnected from the an automated peritoneal dialysis (pd) set with cassette. This occurred during pd therapy using a homechoice (hc) device during dwell cycle one of four. The patient stated that they must not have connected the bag well enough and it fell off. The patient did not notice any problems with the connection sites during setup. The technical service representative (tsr) assisted the patient to end therapy and advised them to start over with all new supplies. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. The lot number was unknown so a batch review could not be completed. If additional relevant information becomes available, a supplemental report will be submitted.